Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the lad. Approximately 10 months post index procedure, patient suffered from myocardial infarction (vessel unknown) and severe coronary stenosis/ progression of cad. Investigator assessed that the event was not related to index device or antiplatelets medication. Safety assessed that the event was possibly related to index device but not related to anti-platelet medication. Patient recovered.